Event description:
After priming of hysteroscope there was an immediate deficit of 300ml. Procedure was stopped. The pt's condition deteriorated (drop in bp; o2 saturation & co2, with cardiac dysrhythmias). Pt was stabilized and transferred to ICU. Dx: fluid or air embolus.